Event description:
It was reported this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) as a result of oversensing myopotential signals on the right ventricular (rv) channel. Additionally, review of the past year, the rv lead impedance measurements have been trending downward. Technical services (ts) recommended bringing the patient into the clinic and performing troubleshooting measures. Subsequently, the patient was brought into the clinic for further testing where isometrics and pocket manipulation were performed and reproduced the noise. The patient is not dependent. Additionally, upon most recent, review of stored electrograms (egm), it revealed that most recent stored atrial tachy response (atr) show non-physiologic signal, resembling minute ventilation (mv) oversensing. Device feature respiratory rate trend (rrt) is currently programmed on, but device therapies is only programmed to monitor only. At this time, the device system remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) as a result of oversensing myopotential signals on the right ventricular (rv) channel. Additionally, review of the past year, the rv lead impedance measurements have been trending downward. Technical services (ts) recommended bringing the patient into the clinic and performing troubleshooting measures. Subsequently, the patient was brought into the clinic for further testing where isometrics and pocket manipulation were performed and reproduced the noise. The patient is not dependent. Additionally, upon most recent, review of stored electrograms (egm), it revealed that most recent stored atrial tachy response (atr) show non-physiologic signal, resembling minute ventilation (mv) oversensing. Device feature respiratory rate trend (rrt) is currently programmed on, but device therapies is only programmed to monitor only. At this time, the device system remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Additional information was received that this patient is scheduled for a rv lead revision procedure. Additionally, the right atrial (ra) lead is exhibiting high out of range pacing impedance measurements as a result of respiratory rate trend (rrt) oversensing, triggering the storage of a signal artifact monitoring (sam) episode. No adverse patient effects were reported. Additional information was received that this ICD, rv and ra lead have been explanted and replaced. No additional adverse patient effects were reported. Additional information was received that this device has been returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) as a result of oversensing myopotential signals on the right ventricular (rv) channel. Additionally, review of the past year, the rv lead impedance measurements have been trending downward. Technical services (ts) recommended brining the patient into the clinic and performing troubleshooting measures. Subsequently, the patient was brought into the clinic for further testing where isometrics and pocket manipulation were performed and reproduced the noise. The patient is not dependent. Additionally, upon most recent, review of stored electrograms (egm), it revealed that most recent stored atrial tachy response (atr) show non-physiologic signal, resembling minute ventilation (mv) oversensing. Device feature respiratory rate trend (rrt) is currently programmed on, but device therapies is only programmed to monitor only. At this time, the device system remains in service. No adverse patient effects were reported. Additional information was received that this patient is scheduled for a rv lead revision procedure. Additionally, the right atrial (ra) lead is exhibiting high out of range pacing impedance measurements as a result of respiratory rate trend (rrt) oversensing, triggering the storage of a signal artifact monitoring (sam) episode. No adverse patient effects were reported. Additional information was received that this ICD, rv and ra lead have been explanted and replaced. No additional adverse patient effects were reported.